Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication failure error message. This error may result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.